Manufacturer narrative:
Follow-up 1: investigation outcome. Hamilton medical ag received the device logfiles for analysis. All relevant actions, such as operator settings, user interactions, and alarms, are documented in the logfiles. The reported problem occurred during the inspection of the device. It is important to emphasize that no patient was involved at the time of the event. In the provided video, it can be observed that the device generated a tf10 alarm. According to the provided logfile, the device alarmed with disconnection and pressure does not rise (tf10): "143 5 alarm 14211 2000 high alarm: cuff disconnected" "168 5 alarm 19146 3010 tf: pressure does not rise. Tf10 indicates that the motor does not work, pressure cannot be adjusted. Due to the observed pressure problem (tf10 alarm), the intellicuff was replaced with a new one. Hamilton medical ag considers this case closed.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf10 during inspection of the device. No patient was involved as per provided information.

Manufacturer narrative:
Hamilton medical ag reference number : (B)(4) investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf10 during use. No patient was involved as per provided information. The mention of "during use" is unclear and was questioned but no feedback was received.